Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges she was using her heating pad while sleeping and awoke to burns on her back, buttocks, and lower hip areas. There was not a report of property damage with this incident.